Manufacturer narrative:
Date of event is estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to tissue damage and recurrent mitral regurgitation. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips (ntr and xtr) were successfully implanted, reducing mr to a grade of 1. On an unknown date, the patient returned to the hospital and echocardiography showed a small leaflet tear occurred laterally of the ntr clip, causing mr to increase to an unknown grade. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported unspecified tissue injury. The recurrent mitral regurgitation (mr) appears to be a cascading effect of the tissue injury; therefore, attributed to procedural condition. Tissue injury and recurrent mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.